Event description:
The customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope had air/water leakage and liquid ingress. There was no effect on the procedure. No patient injury reported. During the evaluation of the device, it was noted foreign objects came out of the distal end due to due to clogging of the channel tube due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign objects came out of the distal end due to due to clogging of the channel tube due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Due to damage on the channel tube, water tightness was lost, and forceps could not be inserted smoothly. Due to wear of the angle wire, the play of right/left knob was out of the standard value. Due to wear of flexibility adjustment ring, flexibility adjustment function did not work. The plastic distal end cover had a crack. The light guide lens had a chip. The adhesive on the bending section cover had a scratch, was, floating, and peeled off. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing of the device. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ note that the luer port on the (B)(6) includes a one-way valve to prevent backflow. ¿do not use the (B)(6) without the luer port in place. Backflow of contaminated material may occur and equipment damage or patient injury may result.¿ operation manual: 4.2 insertion: air/water feeding and suction: auxiliary water feeding: ¿when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet.¿ reprocessing manual: 1.4 precautions: ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (B)(6), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ reprocessing manual: 5.3 precleaning the endoscope and accessories: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor field performance for this device.